Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. However, the insulin pump had cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery less than 1 week. Customer's blood glucose at time of incident was unknown mg/dl.